Event description:
Pt was notified of telephone testing problem. Problem was later clarified as an increased resistance being noted on pacemaker lead. Pacemaker was tested again pre-operating room and within operating room. Lead was deemed to be faulty by provider and entire pacemaker and leads were replaced. Pacemaker MFR guidant. Implanting physician (B) (6).